Event description:
Proximal centralizer on stem fell off, and its location is unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.